Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station screen seems to time out and boot into carefusion application log in screen. Customer reported that after a drive upgrade and firmware update, the device intermittently exits to a black screen requiring manual login despite being configured for auto-login and rebooting successfully into the medstation application. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station screen seems to time out and boot into carefusion application log in screen. A technical support specialist (tss) dialed into the station and observed the medication application locking out to a password prompt. Followed relevant knowledge article cfnapp auto-locks requiring password, corrected the on resume, display logon screen setting, and resolved access errors through troubleshooting steps, including policy file reset. Disabled screensaver password protection ran force and rebooted the station. Provided case updates via email, followed up with customer, and confirmed no further issues, proceeding with case closure based on customer confirmation. The system functioned as intended after the technical support specialist troubleshot the device.